Event description:
It was reported that during a coronary drug eluting treatment procedure, difficulty removing the balloon was encountered and a dissection occurred. The treatment was for a 90% stenotic and very calcified lesion in the left anterior descending artery (lad). The lesion was pre-dilated with a 2.0 x 12 mm voyager balloon. Three inflations were made between 8-14 atms. After pre-dilation, a taxus express2 - 3.0 x 16 mm stent was successfully deployed at 14 atms for 50 seconds. Upon withdrawal, the fully deflated balloon was sticking to the stent. The physician attempted to dial up and down with no success of removing the balloon. The physician then pulled hard on the stent delivery catheter, which caused the guide catheter to go down the vessel and the balloon released from the stent. However, the guide catheter caused a dissection proximal to the stent. The dissection was covered with a cypher stent. No further complication or injury was reported. Pt status is reported as being "fine."